Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an cystoscopy procedure. According to the complainant, during the procedure, the balloon would not remain inflated and a leak was noted. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "no injury".

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a pinhole leak 8mm proximal to the tip of the device. The area around the pinhole appears to be scratched.